Event description:
It was reported that six months post implant the left ventricular (lv) lead had pulled back into the cs (coronary sinus) from the posterior lateral vein. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 6947m62 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. (B)(4).